Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had their pain stimulator device removed on (B)(6) 2011 as they had gotten an infection from it. The device was no longer active in the patient. It was also reported that the patient's follow-up doctor was retired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.